Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited "no disposable, pump wont run" alarms. Per reporter, air in line was noted. Per reporter the residual volume was 105 ml, rate 2.3 ml and given 71.4 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.